Event description:
I have had a number of new (and on-going) health problems which began to emerge approx 2-3 years after breast augmentation surgery (which was on (B)(6) 2010). These include breast pain and tenderness, gastrointestinal issues (heartburn / reflux / extreme bloating), neurological issues (numbness and tingling in arm / hand / fingers), inflammatory issues (severe neck, back and joint pain), tinnitus, rapid decrease in hormone levels, panic/anxiety attacks / heart racing, and allergic reactions (eczema and full-body hives), just to name a few. FDA safety report ID# (B)(4).